Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation tests". The patient's medical history included irregular menstrual cycle, abnormal uterine bleeding, metaplasia, adenomyosis uteri, pelvic adhesions, ovarian cyst and fatty liver. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"), 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain- abdominal"). The patient was treated with surgery (diagnostic laparoscopy, super cervical abdominal hysterectomy, removal of bilateral tubes). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: mr received. Reporter information, patient middle name, medical history, concomitant product, product removal date and product removal details added. Removal surgery added to event pelvic pain. Case become serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation tests". The patient's medical history included irregular menstrual cycle, abnormal uterine bleeding, metaplasia, adenomyosis uteri, pelvic adhesions, ovarian cyst and fatty liver. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"), 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain- abdominal"). The patient was treated with surgery (diagnostic laparoscopy, super cervical abdominal hysterectomy, removal of bilateral tubes). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.